Event description:
A nurse reported that the patient had severe pain in their low back and legs. Having the stimulation on or off didn't make a difference. The implantable neurostimulator (ins) was functioning and they were able to increase and decrease the stimulation without a reduction in pain. The ins was turned off which did not resolve the pain. This pain started on (B)(6) 2016 and the onset was considered sudden. The patient was implanted for radicular pain syndrome and spinal pain.

Manufacturer narrative:
Other applicable components are: product ID: 3487a-45, lot# va0de41, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the manufacturer representative reported that electrodes 2, and 8-12 were out of range. The lead had open impedances and a fracture was suspected. The lead was going to be replaced to try and get effective therapy and surgery was not scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.